Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a red irritation on her back under the therapy electrode pad. The patient's physician gave the patient an over-the-counter medication to use on the irritation. The irritation improved after using the medication.